Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 468 mg/dl. Customer treated with insulin pump. Customer also stated that the insulin pump had partial display. Customer declined troubleshooting for high blood glucose. Customer was advised to replaced insulin pump and to discontinue use of insulin pump. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The pump passed the self test and displacement test. The insulin pump was calibrated and programmed with multiple boluses and no unexpected gray or blue lines, illegible numbers, missing segments or partial display noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.